Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot # serial # (B)(6); product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their external equipment. The patient reported that the handset and communicator were not working very good. Patient stated it takes about 12 minutes to deliver a bolus because the handset was lagging at 90%. Patient stated they would get a red box with service code 338 and they would have to restart the app. Patient then states she was bolusing about every 3 hours throughout the day and once in the middle of the night 6-8x a day. Patient stated she had to charge the communicator every 1-2 days. Patient would call back if they needed additional assistance. Additional information was received a consumer (con) stated that the issue was not resolved. Furthermore, it was taking ¿anywhere 10-30 minuets¿ to take bolus.